Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Performed visual inspection on returned sensor plug assembly, observed snaps to be uncurled indicating that the user did not follow assembly per label copy. Therefore, the complaint is not confirmed due to a user issue. No malfunction or product deficiency was identified.

Event description:
Customer reported that on (B)(4) 2019 he received a ¿scan again in 10 minutes¿ message from his adc freestyle libre sensor, for more than two hours. He further reported experiencing ¿severe¿ hypoglycemia and lost consciousness. His partner treated him with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019 he received a ¿scan again in 10 minutes¿ message from his adc freestyle libre sensor, for more than two hours. He further reported experiencing ¿severe¿ hypoglycemia and lost consciousness. His partner treated him with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.